Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14353; 2938836-2019-14357; 2938836-2019-14358. It was reported that the superficial infection was suspected at the implant area due to redness of skin. Preventative antibiotics were prescribed. Patient's condition was stable.